Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new ipp preconnected cylinders and pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced fluid loss on the ipp leading to the replacement surgery. The patient did not experience any further adverse events and was experiencing no complications after the procedure. No more information available at the moment. Should additional information become available, it will be provided. Product investigation complete. The ipp cylinders were visually inspected and functionally tested. There was a leak in both cylinders that were the result of input tube wear. Both cylinders had broken fabric threads and partial input tube sleeves removed. The pump was not functionally tested due to the leaks in the cylinders and contamination. The reported allegation of fluid leak was confirmed.

Manufacturer narrative:
B5, h2, h3, h6, h10 updated. Product investigation complete. The ams700 cylinders were visually inspected and functionally tested. There was a leak in both cylinders that were the result of input tube wear. Both cylinders had broken fabric threads and partial input tube sleeves removed. The pump was not functionally tested due to the leaks in the cylinders and contamination. The reported allegation of fluid leak was confirmed. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which a new ipp preconnected cylinders and pump were implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced fluid loss on the ipp leading to the replacement surgery. The patient did not experience any further adverse events and was experiencing no complications after the procedure. No more information available at the moment. Should additional information become available, it will be provided.